Event description:
It was reported that prior to an unknown procedure and after the prerun test, the hand activation max button did not work, but was working normally with footpedal. Another device was used to complete the case. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.